Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced urge and frequency incontinence, dyspareunia, vaginal scarring, nerve damage, dysuria, and nocturia. The patient also experienced recurrent urinary tract infections, vaginal pain, abdominal pain, pelvic pain, and the need for subsequent corrective surgeries. All other information is unknown.

Manufacturer narrative:
The reported lot number, 850-300, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.